Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an unk failure message and failed to power on with ac power. The device did power on with battery power. Complainant indicated that there was no pt involvement in the reported malfunction.